Event description:
Event description boston scientific crm received information that during the pacemaker replacement procedure due to normal battery depletion, this atrial lead displayed noisy signals and impedance measurements greater than 2500 ohms. There was no visible evidence that the lead had become fractured. The lead was surgically abandoned. While attempting to place a new lead, the mannitol dissolved and the fixed screw was getting caught on the abandoned atrial lead. The screw appeared to have become distorted and the lead was not implanted. Another lead was successfully placed.